Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was consumed in the event; therefore, the event cause could not be determined. For apollo microcatheter, reference MDR# 2029214-2018-00858. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow directed microcatheter ruptured in the middle of the microcatheter (but remained intact) while the medtronic liquid embolic was being injected through it at a rate of 0.05 ml/min continuously without pause. There was no reflux. A minor amount of medtronic liquid embolic leaked out and remained in the patient and was not removed as it moved to the distal end. Another apollo microcatheter was used to complete the procedure. No other complications were reported with the patient.